Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation would not work and the machine alarmed. The machine was reportedly swapped out and there was no patient injury reported.

Manufacturer narrative:
A dräger service technician checked the device after the event. He downloaded the electronic log file, swapped out the motor of the ventilator assembly and finally tested the machine without findings. The electronic log file was available for investigation. The reported restriction of ventilation could be reconstructed by means of the information stored therein. During the case in question the device detected varying leaks between 1.1 and 2.1l/min. The leaks resulted in a lack of fresh gas and restrictions of the applied volume. The apollo generated corresponding alarms, such as fresh gas low or leak, apnea, volume not attained. The information stored in the log does not indicate a device failure. A connection between the replaced motor and the above described leak could be ruled out.

Event description:
Refer to the initial-report.